Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 14, 2021. Device evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture on the smooth hpg, 400cc breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 400cc breast implant was found to be ruptured. The implant was received in two(2) parts. Microscopic examination was performed and the cause of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel breast implant right sided capsular contracture baker grade unknown and rupture post procedure. As a result, patient underwent removal and replacement with two non mentor (sientra) breast implants on (B)(6) 2021.